Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2yfym, implanted: (B)(6) 2024 explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was fractured, damaged, or broken. They noted that there was a loss of stimulation as a result of the issue. The patient had done very well for a while then the symptoms returned. The patient reported to the clinic, they did an impedance check and all electrodes reported impedance. Troubleshooting involved the clinic trying to adjust the pulse width and rate. The cause was not known. It was unknown if the issue had been resolved. The patient had a device revision on (B)(6) 2024. The lead and stimulator were removed and replaced. The lead was in two pieces. The rep stated that they had called about warranty claims on (B)(6) 2024 and the physician and patient were requesting a warranty on this issue as it was so close to the original implant date. Additionally the rep provided images that showed high impedance issues, device operating at maximum settings, and x-rays of the lead being in two pieces.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient (pt) said therapy was on but that therapy wasn't really doing anything for them (not helping with symptoms) and that there was an exclamation point next to the settings. Pt said this was why their implant needed to be replaced because the implant wasn't working. Pt said their health care provider (hcp) told them that they would be getting a replacement implant.

Manufacturer narrative:
H3 analysis of the implantable neurostimulator (ins) revealed the ins passed functional testing. Continuation of d10: product ID 978b128 lot# va2yfym serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead. H3 analysis of the returned lead va2yfym revealed that the all conductor(s) were broken in the distal end of the lead 26.0 cm from p roximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative. Regarding a patient who was implanted with an implantable neurostimulator (ins). For urinary/bowel disfunction. It was reported, that the reason for call, was to ask about the warranty claims process. The caller indicated, that the patient's impedance values were all >4000ohms. The patient reported, that they did not have any falls. The caller did not know if a x-ray had been taken to evaluate if the lead was still connected to the ins header. Troubleshooting was not required. The issue was not resolved through troubleshooting. The agent reviewed warranty information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the high impedance was unknown. The steps taken is to remove the ins on (B)(6) 2024. Issue not yet resolved.